Event description:
It was initially reported that the patient was to undergo stimulator replacement for normal depletion the day after the report. The patient had no stimulation sensation and it was unknown when it had been lost. When impedances were run, values ranged from 400-3300 ohms and the ??? Screen was also displayed. The impedances were not done at higher values, and this was suggested. The following day, impedance testing done at higher levels (3.5v) revealed several combinations greater than 4000 ohms (c/0, c/1, c/2, 0/2 and 1/3). The remaining electrodes had impedances ranging from 826 to 3093 ohms. The patient was programmed with electrodes 1/3 and with amplitude increased to 10v, the patient still did not feel stimulation. The cause of the impedance was not determined. The whole system was replaced and the patient was doing well as of (B)(6) 2015.

Manufacturer narrative:
Concomitant medical products: product ID: 3888-33, lot# j0406257v, implanted: (B)(6) 2004, product type: lead. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 7434a, serial# (B)(4), product type: programmer, patient. (B)(4).